Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation was confirmed and duplicated. The scope socket is bad, causing the front panel to flash. Additionally the following events were identified, and are as follows: the scope socket is bad; there was a non olympus bulb being used. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had the front panel blinking, and flashing continuously. The event occurred during preparation for use. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the front panel flashing occurred due to an output connector failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.